Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented in clinic for a follow up. The implantable cardioverter-defibrillator exhibited post-paced t-wave oversensing noted on the stored electrogram. Programming changes and further testings were discussed.

Event description:
New information received notes that programming changes were made.